Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link/suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4: lot number, expiration date h4: device manufacturing date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a left femoral vein was attempted using a proglide device with a 8f sheath after an electrophysiology interventional procedure. Reportedly, when the suture was pulled out of the device, the suture with the white tip was broken. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.